Event description:
It was reported that patient was revised today for pain of total shoulder replacement done on (B)(6) 2011. The humeral head and glenoid were removed and the patient was converted to a reverse total shoulder. As per conversation with sales rep competitor product was used with stryker product in the device construct for this revision. The surgeon was aware that this was off label use but was more comfortable with the device construct.

Manufacturer narrative:
Other devices listed in this report: catalog: 5569-p-2012 description: reunion tsa - press-fit humeral stem 12m lot: 1 mkk399, catalog: 5542-p-0040 description: reunion tsa - x3 pegged glenoid - size 4 lot: mkkxla. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. An event regarding pain involving a reunion tsa - sr standard humeral head 44x22 was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no patient medical records were available for review. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported pain determined due to the minimal information received. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised today for pain of total shoulder replacement done on (B)(6) 2011. The humeral head and glenoid were removed and the patient was converted to a reverse total shoulder. As per conversation with sales rep competitor product was used with stryker product in the device construct for this revision. The surgeon was aware that this was off label use but was more comfortable with the device construct.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown humeral head. Additional devices listed in this report: unknown glenoid. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.